Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient reiterated that they were unable to charge their ins not communicate with their ins. The patient stated that they were sent a new antenna , but the issue was not resolved. The patient reiterated they were no longer seeing their healthcare provider (hcp). The patient received listings of doctors, but hasn't contacted any yet. The patient stated that they were demanding that the manufacturer provide them with a doctor. The patient reported having a programming issue previously. The patient stated that they saw a call your doctor message. The patient needs a facility that will perform an MRI on them. An email was sent to the field to contact the patient. No further complications were reported or anticipated. No symptoms were reported.